Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection, when the reload was tried to be used, but the jaws could not open and was unable to use. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. No patient injury.